Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was no issue with the recharger and that the ins was overdischarged. It was reported that the sudden loss of stimulation was due to the overdischarge. It was reported that a manufacturer representative performed a "supercharge" and the issue was resolved and all was working well. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and headaches. The patient stated that their battery has run out of juice so they tried to recharge but it did not seem like the recharger was working. Their battery is not talking to their recharger. They stopped feeling stimulation on (B)(6) 2018. On the patient programmer there was poor communication and the patient was not able to communicate with their recharger. There was a reposition antenna screen on their recharger. The patient noted that their last successful charging session was in (B)(6) 2018. They noted that they normally charge once per month. During the report they tried new batteries in the patient programmer and tried without the antenna, but this did not resolve the issue. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.